Manufacturer narrative:
Model number/catalog number: sc-8116-50, serial number: (B)(4), batch/lot number: 114732, model/catalog description: artisan surgical lead, 50cm. Model number/catalog number: sc-8120-70, serial number: (B)(4), batch/lot number: 196835a, model/catalog description: artisan surgical lead 70cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms noted were redness and pain. It was confirmed that the infection was not device or procedure related. The patient was prescribed with antibiotics. The patient underwent an explant procedure and was doing well postoperatively. No further information could be obtained.